Manufacturer narrative:
.

Event description:
Additional information was received which noted that the device was emitting tones again due to ra impedance measurements of 2032 ohms. A chest x-ray was completed which showed the ra lead was in a good position. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was emitting tones due to high right atrial (ra) impedance measurements of greater than 2000 ohms. The device was interrogated in the clinic. Isometrics and pocket manipulations were performed, which did not reproduce any noise and the atrial impedance measurements returned to normal. There was also normal sensing and threshold measurements noted. The patient will continue to be monitored. No adverse patient effects were reported. The device remains in service. Additional information was received which noted that the device was emitting tones again due to ra impedance measurements of 2032 ohms. A chest x-ray was completed which showed the ra lead was in a good position. No adverse patient effects were reported. The device remains in service. Additional information was received which reported that the device exhibited an alert due to atrial tachy response (atr) episodes. When the episodes were reviewed, it was noted that they appeared to be inappropriate atrs due to respiratory rate trend (rrt) oversensing. Technical services (ts) discussed programming options with the health care professional (hcp). No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was emitting tones due to high right atrial (ra) impedance measurements of greater than 2000 ohms. The device was interrogated in the clinic. Isometrics and pocket manipulations were performed, which did not reproduce any noise and the atrial impedance measurements returned to normal. There was also normal sensing and threshold measurements noted. The patient will continue to be monitored. No adverse patient effects were reported. The device remains in service. Additional information was received which noted that the device was emitting tones again due to ra impedance measurements of 2032 ohms. A chest x-ray was completed which showed the ra lead was in a good position. No adverse patient effects were reported. The device remains in service. Additional information was received which reported that the device exhibited an alert due to atrial tachy response (atr) episodes. When the episodes were reviewed, it was noted that they appeared to be inappropriate atrs due to respiratory rate trend (rrt) oversensing. Technical services (ts) discussed programming options with the health care professional (hcp). No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was emitting tones due to high right atrial (ra) impedance measurements of greater than 2000 ohms. The device was interrogated in the clinic. Isometrics and pocket manipulations were performed, which did not reproduce any noise and the atrial impedance measurements returned to normal. There was also normal sensing and threshold measurements. The patient will continue to be monitored. No adverse patient effects were reported. The device remains in service.